Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see case details for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this device received inappropriate shock therapy. Data was submitted for a technical services review. The data was suggestive of a non-physiological signal in the sense b circuit. As such, a secondary vector reprogramming was recommended to mitigate further inappropriate therapy. To date, this device remains implanted and in service with a recommendation to follow on latitude